Manufacturer narrative:
Returned device was received in decent physical condition. However, the enclosure and tank cover were both cracked and the pcb and power switch were outdated. During the evaluation of the device, the issue was able to be replicated. A hypot eletrical test was ran with the device and it showed that it failed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was reading 2900 micro amp "when perform leakage".